Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor needle was broke after insertion. The customer¿s blood glucose was 7.4 mmol/l. The customer reported the last inserted sensor failed due the needle was break after insertion. It occurred at the first day after insertion. First the sensor was updating, hereafter customer removed the sensor. The sensor will not be returned for analysis.